Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 88566 showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used on three applications. In conclusion, the reported air ingress issue was not confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to the leak path through the catheter-coaxial connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, once the balloon was introduced into the sheath, ¿even though the air aspiration was performed, as air was not introduced smoothly¿. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.